Event description:
It was reported that a revision procedure 5 months post-operatively to remove an anchoring plate that had migrated.

Manufacturer narrative:
Correction: a1, b1, b2, b5, d2, d10, e1, g3, h3, and h6 (patient, method, results, and conclusions). Additional information: d4 (UDI number), d7, and g5 (PMA/510(k) number). D7: device was removed (b)(6 2019. Visual inspection indicate that both of the winged prongs on each side of the device have broken off in a manner consistent with implant removal; however, x-rays were also provided which confirm that the device migrated post-operatively. A review of the DHR did not find any issues which would have contributed to this event. Without knowing the exact conditions of the original surgery, a cause for the migration cannot be conclusively determined. The labeling was reviewed and found to contain information regarding device migration as a potential side effect.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is still in progress. Conclusion is not yet available device evaluated by MFR: product not returned.

Event description:
Roi-a: revision surgery due to anchoring plate migration as reported, a revision surgery was performed because the product migrated within the patient. Original surgery was performed on (B)(6) 2018 and revision surgery occured on (B)(6) 2019. Products were not returned to manufacturer for examination at this time. Surgeon did not encountered any issue during the initial surgery, surgical technique for anchoring plate impaction was respected during first surgery. X-rays were provided. However, additional information was requested about the time when they were taken and the sequence of implantation of the other devices present in the x-rays. Cage and anchoring plate were replaced by new one during revision surgery. Investigation is ongoing.